Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a '< 10 ohm impedance measurement following delivery of shock therapy during vf induction testing.